Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had no power. The product was returned and investigated for no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Usb charger and usb cable were not returned with the reader. Customer reported that reader had no power at all. Reader dis not power on with button depression, strip or usb cable insertion. Reader was connected to pc and software was not able to recognize the reader. Built-in reader test was unable to be performed as the reader was unable to be powered on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issue was observed. Evidence of burn mark was observed on pcba (printed circuit board assembly). An extended investigation was performed. A visual inspection was performed using a digital microscope upon receipt of the device. Burn marks were observed on the u13 chip of the returned reader therefore, the observation made in previous phase of the investigation is confirmed. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be within specification. No abnormalities were observed on the returned battery and it was observed to be charged normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader and off current was measured to be not within the required specification for returned reader with an stm processor. Which was indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's cpu, u5, and u13 components during the inspection, indicating that the three components on the returned reader were contributing to the excessive electrical current drain. The observed excessive current drain and hotspots are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's cpu, u5, and u13 components was found through bench testing. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had no power. The product was returned and investigated for no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.